Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the image intensifier, adjusted the camera, the mechanical focus, the collimator and the iris, and measured the dose rate. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed grainy images during x-ray. No patient injury was reported.